Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction scope communication error e216 and b30, and corrosion on water mouthpiece was traced to fluid invasion in the scope connector. However, the most probable cause of white residue at auxiliary water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope¿to the service center for evaluation related to a separate issue. During device evaluation, the service repair technician identified the device had white residue at auxiliary water channel, scope communication error e216 and b30, and corrosion on water mouthpiece. There was no patient involvement.